Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 26mm transcatheter bioprosthetic valve, in a patient with a severely calcified aortic valve in combination with an oval anulus, a pre-implant balloon aortic valvuloplasty was performed with a 20mm non-medtronic balloon. Following initial deployment, assessment of the valve frame depth at 3mm was good. After the valve was fully released from the delivery catheter system, the valve dislodged. The valve was snared into the descending aorta and a second valve was implanted with a good result. No additional adverse patient effects were reported.